Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the cause of the nozzle dropped is assumed that the nozzle dropped due to deterioration of adhesive due to repeated use of chemicals.

Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware on 11-dec-2020 of an event that occurred in the united states. The reported complaint that the air/water nozzle is missing, silver ball came out of the distal end of the endoscope, involving the pentax medical video gastroscope, model eg27-i10, serial number (B)(4). No patient involvement was reported. Pentax medical sent a good faith effort(gfe) email to the facility to gather additional information, and the user facility response was provided via email on 04-jan-2021, stating that the tip was looked at during pre-inspection and it was noticed that one of the silver round balls in the distal end was missing. The endoscope was taken out of service immediately prior to the start of the case. No case delay as the case was continued on time with a different endoscope. The customer owned endoscope was received by pentax medical for evaluation on 06-jan-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer's complaint and documented the following inspection findings on 08-jan-2021:distal body chipped, passed dry leak test, water nozzle missing, passed wet leak test, insertion tube mild scratches at stage 2, insertion tube mild scratches at stage 1. The device underwent repairs including the following components: o-rings and seals, bending rubber, angle wire, adjusting collar, insertion flexible tube, distal end assy with tubes. Model eg27-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 07/19/2019. The endoscope is awaiting repair and approved by final qc as of 10-jan-2021.